Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 06oct2020.

Event description:
It was reported the error log revealed a battery failure. There was no patient involvement. The field service engineer (fse) advised the battery is suspected at fault.

Manufacturer narrative:
G4:20oct2020. B4:30jan2021. The field service engineer replaced the battery and the issue was resolved. G4:22jan2021. B4:30jan2021. The battery was returned for failure investigation. The customer complaint cannot be verified. Battery passes all testing. There was no fault found. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4:22jan2021. B4:31jan2021. D10: yes: (B)(6) 2020. H3: yes. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.